Event description:
T was reported that the patient experienced hyperglycemia. The elevated blood glucose was treated with a manual insulin bolus.

Manufacturer narrative:
E1: evetn city: (B)(6). Event country: australia. Name: medtronic minimed street: 18000 devonshire street city; northridge state: ca zip code: 91325 country: united states. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.